Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and found to have a cracked blade. The instrument was connected to the in-house harmonic ace generator and an error message was observed. An additional observation not reported was teflon pad damage on the clamp arm. No material appears to be missing. A review of an image provided by the customer was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator alarmed that the tip of the harmonic ace instrument was over-stressed. The pressure was relieved and then the customer reinstalled the harmonic ace instrument. The blade of the harmonic ace instrument suddenly broke when the user reactivated it. A fragment from the instrument fell inside the patient but was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument functionality was inspected before use. It is unknown what surgical task was being performed when the fragment fell inside the patient. It is also unknown how long the instrument was in use prior to the event. No issues were noted with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before the breakage occurred. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved with a laparoscopic instrument. No additional surgical procedures were done to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments the procedure was completed robotically. There was no patient harm or injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.